Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer reported that the device refused to shock. This event will be reported as a serious injury because of the possibility of patient harm. Further information has been requested.

Event description:
A customer reported that the device refused to shock during intervention. Multiple requests were made for additional patient/procedure information, however, no additional details were received. The device was reported to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. There were no ECG monitoring strips or patient event files from the incident available for review. Multiple requests were made for evaluation information, however, no additional details were received. Multiple requests were made for resolution information, however, no additional details were received. No conclusion can be drawn.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.